Event description:
During preventative maintenance of the device, the user reported that they could only get the roller head to alarm "belt slip" during the pump jam test. The unit was repaired in the field. Since the event occurred during preventative maintenance, there was no patient involvement during this event.